Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 1 solenoid u-pin had failed. A technical support specialist confirmed that the issue was resolved by field service engineer by replacing the u-pin assembly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es it was determined that the medstation pin broken on matrix. The customer stated that the malfunction occurred and currently the matrix has been pulled out for nursing staff to access medicines so this malfunction cause delay in patientcare. There were no adverse events or injuries reported based on this event.